Event description:
It was reported that the right ventricular (rv) lead had high outputs. Rv lead removal was attempted, but then was capped for non use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Products: sedr01 implantable pulse generator (ipg) implanted: 2010 (B)(6); 4067-45 implantable pacing lead implanted: 2003 (B)(6). (B)(4).